Event description:
The customer reported dark count errors on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer stated that the errors had occurred on the instrument for approximately three (3) hours before performing a system check to verify the instrument's performance. During the timeframe of the dark count errors the customer had used the instrument to process patient samples. The customer reanalyzed three (3) of the samples on an alternate instrument and noted that the results were not clinically different. Alternate instrument information was not provided. The customer stated that there was no change to or impact to patient treatment in conjunction with this event. The system check performed after the errors failed multiple parameters. The customer did not supply quality control (qc) or calibration information. Patient sample processing information was not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered that the peri-pump tubing was worn and/or damaged which led to poor aspiration. This caused the sample reaction vessels (rvs) to overflow and spill into the wash carousel. This spill is the origin of the dark count errors and the failing system check. The fse replaced the peri-pump tubing. (B)(4).